Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk also, with intermittent button response due to flattened and creased expresses, upper arrow and down arrow buttons dome switches. No unlocked lcd keypad connector. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to motor error. Unable to verify e70 alarm in the alarm history due to history file overwritten with a47 alarms due to a corrupted history file. The insulin pump was received with normal operating current and passed self-test, passed off no power test and the displacement test. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed with motor error while she was eating lunch. The patient's blood glucose at the time of incident was 124 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. However, the customer confirmed that a motor position encoder error alarmed occurred. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.